Event description:
On 3/6/96 rptr received the survey results and re-ran the survey specimens on the device and a second analyzer. Rptr found no correlation between the two results. Rptr called the MFR and the service engineer came on 3/6/96 and cleaned and recalibrated the device. He stated that everything was fine. Over the next few days rptr noted that the control valves were dropping for level 1. On 3/11/96, rptr recalibrated the device. The next few days, level 1 was still dropping. On 3/20/96, rptr called the MFR to see what they would suggest. MFR took the info (control and lot numbers). Service engineer said that an investigation was taking place and there was a bias in the device. Service engineer said that they have not found anything. If they do, they will notify the facility. Rptr is concerned that the MFR is not taking responsibility. The results that they are getting on the analyzer are not valid. If they give these results to the dr, it can make a difference between putting a pt into the hosp or treating them at home. This device is used on babies and rptr said that they don't want to stick a needle into a baby if they don't have to. It does not make good practice.